Event description:
It was reported that the patient presented in clinic for a regular follow up. It was noted that there was no capture on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. The rv lead was explanted and replaced successfully. The patient was stable.